Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: 2 of the 4 craniofixes have been cut too short. It can be clearly seen that the pin has been cut off too short where there are no more anti-clip serrations. The cause for the loosening of the plate is that the pin has been cut too short. This failure is user related. The mfg documentation has been checked and found to be according to the specification valid at the time of production. There are no indications for a material or mfg defect.

Event description:
Country of complaint: (B)(6). Client complained: during surgery, the surgeon tried to tighten the cranial bone by 4 points, using ff492t. However, 2 of them could not be fixed properly and then the upper disks came off.